Event description:
Patient presented with 10-15mm neck length (off-label). Initial procedure on (B) (6) 2010; patient implant of a 28-16-140bl bifurcated device and two 28-28-75l proximal extensions was uneventful. At 30-day follow up a type iii endoleak and a compression of the proximal end of the bifurcated stent graft were noted. The patient was brought back on (B) (6) 2010 in order to resolve the endoleak. Upon angio it was noted that there was no type iii endoleak. It was thought that what was initially noted as a leak had thrombosed and resolved itself. A palmaz stent was placed prophylactically with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aortic neck < 15mm is off-label per indications for use.